Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported by the patient to the hcp that the device was not functioning, with no further details. The patient was coming in for a colonoscopy. No patient symptoms reported. The patient was to follow up with the hcp. Additional information has been requested regarding interventions and pt outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.